Event description:
It was reported that an invance sling was implanted. Date of the implant was not provided. Subsequently, the sling became infected. Additional information was requested.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.